Manufacturer narrative:
The company service rep examined the pump and found that the monitor cable was not completely plugged in and it was corrected. It was noted the error # 116 in the fault log (connection error between ui and base). Performed all calibrations, functional and safety tests. Pump was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer (bio-med) stated that prior to use on a pt the unit gave an internal communication error and would not boot normally. No pt was involved.